Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. The lcd display was recommended for replacement to resolve the issue. Service will be performed by hospital employee or contractor. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.